Manufacturer narrative:
Other, other text: one level 1 hotline 3 blood and fluid warmer was returned for analysis in good condition. The tank was filled with water, the temp check was attached, line cord was plugged in and the unit was turned on; confirming the complaint of leaking. Based on the evidence the root cause was found to be due to a loose nut.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was found to be leaking. There were no reported adverse effects.